Manufacturer narrative:
Registration number 3009092818 and exemption number e2016011. This report is filed on september 09, 2016 by cochlear limited on behalf of cochlear americas. H3 other text : device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced poor performance with device use resulting in the decision to explant the device. The device was explanted on (B)(6) 2016, the patient was re-implanted with a new device during the same surgery.